Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 50 mg/dl and carbohydrates were consumed to bring the bg back to the target level. The customer reported that the basal rate was set too high and was the cause of the low bg. The customer was to use insulin injections to manage diabetes until the pump settings could be discussed with a healthcare provider.